Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for power error. The customer¿s blood glucose was 167 mg/dl. Customer reported that internal power source in the pump is unable to charge. Customer previously called to report power error detected. Power error detected recurred within a week of troubleshoot previous occurrence. The insulin pump will not be returned for analysis.